Event description:
Defective urinary sphincter implant was surgically removed in or and replaced with new implant. Patient had developed bothersome, recurrent stress urinary incontinence. Artificial urinary sphincter removed intact, small amount of atrophy surrounding prior cuff site.